Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011 we recognize that this MDR is being submitted after the 30 day deadline. During a review of complaints, we realized there had been an oversight and this needed to be filed, so we are submitting it now. H3 other text : device not returned

Event description:
An x-ray one month post-operatively revealed that one of the four bone screws was backing out. As of now we do not know whether a revision surgery has been scheduled or not.